Event description:
Related manufacturer reference number: 1627487-2021-14798. During a procedure on ipg replacement (MDR #1627487-2021-13330) it was found that leads exhibited high impedances. As a result, both the leads were replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.